Event description:
It was reported that the patient alert tripped for svc impedance greater than 200 ohms. The svc impedance had been unstable since (B)(6). The lead was capped. The other right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.